Event description:
The reporter stated the surgeon partially inserted an aa4204vl silicone plate lens and a tear was discovered. The lens was removed and replaced without any pt injury.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that there was a tear across the optic and a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.